Event description:
The patient was revised on the right hip due to non union of the femur post periprosthetic fracture. Grip and cables, stem and ball were removed and the patient was converted to a gmrs system. The previous revision was believed to have a competitor hip construct and therefore was not reported when the periprosthetic fracture was addressed. A new pi was entered to reflect the periprosthetic fracture repair.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown grip plate. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusion: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient was revised on the right hip due to non union of the femur post periprosthetic fracture. Grip and cables, stem and ball were removed and the patient was converted to a gmrs system. The previous revision was believed to have a competitor hip construct and therefore was not reported when the periprosthetic fracture was addressed. A new pi was entered to reflect the periprosthetic fracture repair.